Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On and unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (1.5% and 2.5%) (lot numbers, dose and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with vancomycin (loading dose, ip), fortum (1 gm, once daily, ip), and amikacin (250 mg, once daily, ip). The outcome of the peritonitis was resolving and the patient remained hospitalized. Dianeal pd2 ultrabag and remedial therapies were ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag.